Event description:
Disposable single use instrument malfunction (it just would not feed the staples) during staple placement for laparoscopic bilateral inguinal hernioplasty.manufacturer response for fixation device, protack:pulled remaining inventory and left message with vendor. No response yet.